Event description:
It was reported that pump declared altitude alarm and customer could not resume insulin delivery despite attempts to reconnect cartridge and wait, with alarm recurring even after trying a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, attempted cartridge reconnection, and then planned to use multiple daily injections as backup therapy while technical support arranged replacement pump and cartridge, provided instructions for storage mode and returning pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.